Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced tiredness, weakness, and sleepiness. The cgm reading was 357 mg/dl, but as the patient´s niece could hardly wake the patient up, they took a fingerstick and the blood glucose reading was 507 mg/dl. The patients niece called emergency services and was advised rushing him to the hospital. His niece did this and was not able to administer insulin until he arrived at the hospital. When he arrived at the hospital, a fingerstick was taken and the cgm reading was again 357 mg/dl, and the blood glucose reading was again 507 mg/dl. The patient was treated with intravenous insulin and fluids. The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.